Event description:
It was reported that the patient was experiencing bradycardia once in the or and again later with vns stimulation in the pacu following prophylactic lead and generator replacement surgery. The patient's heart rate dropped from the 60s-70s to the 30s while working on the vagus nerve in the or. The anesthesiologist then increased the patient's medication which returned the heart rate to normal. The generator was not attached to the lead at that time and therefore the bradycardia could not have been associated with vns stimulation. When system diagnostics were performed in the or, the heart rate remained normal. Following surgery, the patient's vns was set the same parameters as with the previous vns system and the patient began to experience bradycardia with stimulation on times. The nurse practitioner treating the patient lowered the patient's output current which resolved the bradycardia however the patient was having issues with coughing so it was lowered further to 0.25ma. The patient does not have a personal or family history of cardiac issues. The patient does not have any pre-existing medical that would be expected to result in the bradycardia. The level of anesthesia used was described as "medium to deep." The patient was not believed to have any abnormal vagal anatomy. In the pacu, the patient did not exhibit any symptoms that suggested he was experiencing bradycardia. There were no traumatic experiences other than the surgery. No possible triggers for the arrhythmia were noted. The patient was only on anti-epileptic medication at the time of surgery other than anesthesia and no medication changes had been made at that time. No other interventions were taken in the pacu other than the decrease in settings. The patient did not require an extended stay and the patient has been fine since surgery. The bradycardia has not recurred. The patient is still programmed to 0.25ma due to the coughing and pain in neck. The patient has not had any issues with seizures at the lower settings. The patient's primary care physician has referred the patient to an ent specialist for an unknown reason. The patient is noted as feeling shortness of breath after talking for extended periods of time since surgery however the cause of this is unknown. Intraoperative diagnostics were within normal limits.